Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 5.1 pocket b1 experienced a hardware failure. The system showed an explicitly failing storage space with the failure code user initiated failure and the rss status indicated that the station was online. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer five on the auxiliary could not be recovered and failed to stay closed. A field service engineer (fse) replaced inseparable magnet and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.